Event description:
Surgeon performed an open ventral hernia repair using 36 easytac fixation elements to fixate a 20 x 30 mm piece of mesh on a morbidly obese, diabetic, female patient with copd in 2006. Re-intervention was required three days later, due to detachment of the mesh. Surgeon removed and replaced mesh, fixing with sutures. Patient is doing well, no further complications reported.